Event description:
A healthcare worker experienced a stinging and throbbing sensation with whitening of the skin on her third finger of the right hand when removing items from a load after the cycle completed. The worker washed her hand for fifteen minutes and was seen in the employee health department and received sulfadiazine 1% cream. The vaporizer plate was in place at the time of the event.

Manufacturer narrative:
The cause of this complaint is unk. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under investigation. Retrospective review - this event is being reported as a malfunction report due to the possibilities of user error, including failure to adhere to operator's manual or instructions for handling and maintenance of the vaporizer plate and/or to residual h2o2 on the load following a completed cycle.